Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event opened during investigation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. The door piston was inspected which showed the piston was cracked and the piston foam was deteriorated. Test piston foam was installed and the device was able to pass a manual volumetric accuracy test with no issues. The cause of the reported issue was determined to be deteriorated piston foam and cracked door piston. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.